Event description:
Customer called to report receiving an alarm message. Troubleshooting was performed. The device kept alarming and the lead screw test could not be performed. Also during the call, customer stated that they were hospitalized and a few weeks ago for passing out at night due to low bgs. Time, basal, and concentration were correct. However, customer thought their basal was too high for them and would ask for help to their new dr.